Event description:
The customer reported that the 840 ventilator had an inoperative graphical user interface (gui). There were no pt involvement. Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. Tse recommended replacing the real time clock chip. The customer reported to have replaced the real time clock chip. The unit passed all tests. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).